Event description:
Intuvie received a report from complete biomedical services indicating that the device failed the 30 psi occlusion pressure test, alarming at 18.31 psi, which is below the specified acceptance range of 22¿38 psi. No patient involvement was reported.

Manufacturer narrative:
Intuvie received a report from complete biomedical services indicating that the device failed the 30 psi occlusion pressure test, alarming at 18.31 psi, which is below the specified acceptance range of 22¿38 psi. A review of the device¿s serial number history identified no similar complaints. The failure mode was confirmed. The failure was determined to be due to an out-of-calibration condition. The issue was successfully resolved by recalibrating the 30 psi occlusion calibration value from 304 to 244. Subsequently, the device passed the 30 psi occlusion pressure test at 31.03 psi, which is within specification. CAPA-15 was initiated to investigate the root cause for this failure mode. The occlusion failure was identified and corrected during servicing performed by a third-party service provider. Reference to complaint#: (B)(4).